Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. The patient reported that the entire system was removed on (B)(6) 2017. The patient reported that she had painful knots where the ins was explanted at the old pocket site. The patient reported that the knots had been there since the device was removed and she couldn't lay back or on her right side because of this. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pocket area had a knot or maybe two knots. Patient stopped using the device more than a year ago. After that, nobody would touch the device b/c sometime her insurance was not accepted and sometimes the doctors would not do anything about it. She got tired of it and got the device removed in 2017. Patient's weight at the time of the event was (B)(6) lbs. Patient did not know what was the cause or circumstances were. The device did help and the pain level went down to 6-7. The doctor asked her to increase stimulation to a point where she could bare it but it ended up in stimulation in other parts of the body such as shoulder, crotch area, back. The device was implanted for her legs. The doctor¿s office tried to program it couple of times but it did not help. After the implant, the doctor¿s office did not help much, patient felt abandoned with the device in her. Patient got tired of telling doctor these issues and the doctor office did not really care any longer. Patient also stated that she forgets a lot therefore she could not provide the exact dates. Patient stated that on one of the programming appointments, a rep was supposed to show up but did not. She did not know if the doctor¿s office just did not call the rep or the rep decided not to show up. Patient currently had no upcoming appointments with the doctors. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-08-10. The hcp reported that the explant of the system was due to a malfunction spinal cord stimulator (scs) battery for 18 months. The hcp reported that the removal of the scs took place on (B)(6) 2017. No further complications were reported.